Event description:
It was reported that the control module has a loose port where the foot switch pedal & key pad are inserted. There have been no interruptions in the breast biopsy. There have been no reported patient consequences.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device functionally tested, met all product requirements and returned to the customer.